Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages as well as a "system fault" message, however, the customer did not know which system error code was shown. Complainant indicated that there was no patient involvement in the reported malfunction.